Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon tip stuck inside [foreign body in reproductive tract]. Tampon tip had broken off [device breakage]. Consumer reported via email that while removing the tampon she noticed the tip had broken off. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: no manufacturing cause identified based on investigation.

Event description:
Tampon tip stuck inside [foreign body in reproductive tract]. Tampon tip had broken off [device breakage]. Case description: consumer reported via email that while removing the tampon she noticed the tip had broken off. No serious injury was reported.